Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a revision surgery was performed in which the existing cylinder was replaced. Upon explant, a hole and a bulge were seen on the left cylinder; however, the cause was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a revision surgery was performed in which the existing cylinder was replaced. Upon explant, a hole and a bulge were seen on the left cylinder; however, the cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had fluid between the inner tube-fabric and the outer tube; therefore, a bulge was present. The second cylinder had holes result from wear at a fold. Based on the information available and analysis results, the fluid identified between the cylinder layers of the first cylinder, and the holes found on the second cylinder could have caused or contributed to the reported clinical observations.